Event description:
It was reported that increased capture threshold and r wave amplitude variation was observed on the right ventricular (rv) lead. Microdislodgement of the rv lead was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and r-wave amplitude variation. As received, a complete lead was returned in two pieces. Visual inspection found the helix was retracted and clogged with blood. After cleaning the helix and cutting the distal portion of the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.